Manufacturer narrative:
(B)(4). The customer reported the device has service errors, pacer/shock malfunction errors and the device freezes up. There was no adverse impact on the pt involved. Philips bench evaluated the device and confirmed the complaint, it was found that the unit had corrupt software files that needed to be repaired. The software (f.00.00) was reinstalled to repair the unit. The unit passed the final visual exam and passed all performance assurance and functional safety tests. The device was sent back to the customer. As of (B)(6) 2011, the customer has not called back for this device. We are considering this a malfunction resulting from corrupt software.

Event description:
The customer reported the device has service errors, pacer/shock malfunction errors and the device freezes up. There was no adverse impact on the pt involved.